Manufacturer narrative:
H6: medical device problem code, corrected. Manufacturer's investigation conclusion: no device-related issues with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. Review of the submitted log files revealed a clock not set alarm due to a pump stop. The onset of the alarm was not captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The battery power and the backup battery (ebb) both ran out while the patient was sleeping. The patient expressed that they weren't used to sleeping on a power module at home because they never had one. It was noted that the patient had spent 6 months in inpatient sleeping on a power module every night. The patient did not report any symptoms except that they felt their own heart beating.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had been sleeping on batteries on (B)(6) 2025. When they got up, the pump was off. Both the patient and their parent said the ventricular assist device (vad) did not alarm. They had no idea how long the pump was off. They changed the first battery, and the pump restarted. It was noted that the patient has difficult hearing and has been cautioned multiple times about sleeping on batteries because alarms would be much louder, and they would be better able to hear them. The patient came to the site from a different program and did not have a power module (ppm). A ppm was issued post discharge but was yet to be used for sleep. The system controller clock was set, and the historical data was downloaded. The customer stated that they could not see a pump stop in the data. The event log confirmed the controller clock invalid alarms. The pump itself appeared to be operating as intended. The event data was unable to be seen. However, it was noted that those type of alarms were typically the result of a loss of all power event. The periodic log suggested the event occurred in the 24-hour period after the periodic date stamp of (B)(6) 2025 at 11:11am. During the event, the patient would have been off support for an unknown amount of time. The alarms indicated external power was restored and the pump resumed normal operation with controller clock corrupt faults active. Based on the data, in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.